Event description:
International affiliate reports a small piece on the lateral side of the spinal cage broke during cage insertion. The broken piece was removed and the major portion of the cage was implanted. As a compromised device was implanted, a medwatch report is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. However, the most likely cause of the event is the application of atypical force upon the cage during its insertion. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.